Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1812242 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ had an issue with foreign matter. Half of the 480 syringes had foreign matter so the whole lot was rejected.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ had an issue with foreign matter. Half of the 480 syringes had foreign matter so the whole lot was rejected.

Manufacturer narrative:
Investigation: six sealed samples were provided to our quality engineer for investigation. Through visual inspection, a particle was observed in only one of the samples provided. Using magnification the particle was identified to be polypropylene that attached to the barrel. A device history review was performed for reported lot 1812242, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Although no direct issue was identified, it was determined this occurred due to the piece either getting jammed in the machine or rubbing against transport equipment.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ had an issue with foreign matter. Half of the 480 syringes had foreign matter so the whole lot was rejected.